Event description:
Customer reported that the articulating arm broke causing the injector head to become dislodged while moving. There was no report of injury. The technician caught the injector before it hit the pt.